Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage was confirmed and the cause appears to be use related. The product returned for evaluation was a 4.2fr broviac catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the catheter tubing near the clamping oversleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). These features are characteristically found due to the sudden ballooning and fracture of the catheter tubing. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "do not use a syringe smaller than 10 ml! Infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended." An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rezi0117 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported by facility that the patient's broviac catheter broke. The nurse clamped above break with 2x2 and kelly clamp by (B)(6). The previous repair was noted proximal to break. The hole was just below the cuff allowing sufficient length of external catheter. It was stated that the nurse followed the central line catheter repair policy guidelines, using strict sterile technique, the catheter was cleansed with betadine wipes, allowed time to dry, alcohol applied, and dried with sterile gauze. The catheter was cut at a 90 degree angle with sterile scissors just above break. The stent of the replacement catheter segment was inserted into lumen with glue and splice sleeve was centered over repair junction then additional glue was inserted into sleeve. Blood cultures were obtained. It was splinted with a baby IV board, the dressing was changed, and site was cleansed with betadine due to chlorhexidine allergy. It was stated that tpn was started that evening, approximately 4 hour 45 minutes after repair completed. Hep/vanco instilled per order. Patient tolerated well.